Event description:
It was reported that the patient was reintubated post procedure. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. The procedure was completed successfully with the closure device implanted in the laa. There were no complications reported during the implant procedure. While the patient was in recovery post implant, the patient began to have difficulty breathing, audible wheezing, coughing, and a decrease in spo2 was noted. The patient was given a corticosteroid (decadron) to treat the symptoms and was reintubated. The patient remains in the hospital.